Event description:
It was reported that multiple cartridges would not snap into the pump, and the customer experienced cartridge detachment overnight and while driving. There was no adverse impact to the customer¿s blood glucose level. The customer declined to complete troubleshooting.